Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not impacted. Reportedly, the customer was able to charge the pump with an alternate cable.